Manufacturer narrative:
(B)(4). The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was engaged to the tamp lock and the sealant was covering the balloon proximal bond as received. The procedural sheath was pull back to the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during balloon retraction. No anomalies were observed. During functional review, the deflated balloon was retracted through the advancer tube without any problem. A review of the manufacturing documentation associated with lot f1803806, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The failure reported as ¿felt resistance when trying to remove the deflated balloon through the advancer tube¿ was not confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the exact root cause of the reported failure experienced by the customer could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, on completion of a mynxgrip vascular closure device deployment, the physician felt resistance when trying to remove the deflated balloon through the advancer tube. The balloon indicator had retracted. The whole device was removed and plug was seen in between the distal advancer tube and balloon. Six to eight minutes of manual compression was applied to achieve hemostasis. The case was discussed with the physician and it was agreed that this is likely due to a training issue. The balloon had been inflated with a mix of saline and contrast medium. The physician is not certain if sufficient time had been allowed for the balloon to deflate or if bubbles had been seen to stop moving through the system. During inspection, the balloon appears deflated, however, since the device had negative pressure syringe attached, and considerable time had elapsed before it was inspected, the level of deflation at the time when event occurred cannot be ascertained.

Manufacturer narrative:
Complaint conclusion: as reported, on completion of a mynxgrip vascular closure device deployment, the physician felt resistance when trying to remove the deflated balloon through the advancer tube. The balloon indicator had retracted. The whole device was removed and plug was seen in between the distal advancer tube and balloon. 6-8 minutes of manual compression was applied to achieve hemostasis. The case was discussed with the physician and it was agreed that this is likely due to a training issue. The balloon had been inflated with a mix of saline and contrast medium. The physician is not certain if sufficient time had been allowed for the balloon to deflate or if bubbles had been seen to stop moving through the system. During inspection, the balloon appears deflated, however, since the device had negative pressure syringe attached, and considerable time had elapsed before it was inspected, the level of deflation at the time when event occurred cannot be ascertained. Additional information indicated that the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. ¿little¿ vessel tortuosity was noted. The mynxgrip vascular closure device (vcd) was stored as instructed per labeling. The vcd was being used for femoral arterial closure following an interventional peripheral procedure. The user did not shuttled the vcd down completely. The vcd balloon was fully deflated. The deployer did not pinch/pin the balloon with the vcd advancer tube. The balloon was not inverted. Closure was achieved with approximately 10 minutes of manual compression. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was engaged to the tamp lock and the sealant was covering the balloon proximal bond as received. The procedural sheath was pull back to the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during balloon retraction. No anomalies were observed. The balloon was tested for inflation/ deflation (per mynxgrip instructions for use [IFU]). No issue was observed. The deflated balloon was retracted through the advancer tube without any problem during investigation. A device history record (DHR) review of lot 17443981 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam¿ was not confirmed through analysis of the returned device due to no issues noted during functional analysis. The exact cause of the failure experienced could not be conclusively determined during analysis. Based on the information available for review, it was reported that the failure was likely due to a training issue as it is unknown if the balloon was fully deflated before attempting to remove it through the advancer tube. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information is being provided.

Event description:
Additional information indicated that the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. ¿little¿ vessel tortuosity was noted. The mynxgrip vascular closure device (vcd) was stored as instructed per labeling. The vcd was being used for femoral arterial closure following an interventional peripheral procedure. The user did not shuttled the vcd down completely. The vcd balloon was fully deflated. The deployer did not pinch/pin the balloon with the vcd advancer tube. The balloon was not inverted. Closure was achieved with approximately 10 minutes of manual compression. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.